Manufacturer narrative:
(B)(4). Date sent: 07/21/2021. D4: batch # u5fe1v. Analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. Only casing half washer was returned and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/06/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the two photos shows a portion of the device, with the statement "after firing, for easy removal only return rotation knob 1/2 to 3/4 revolutions counterclockwise" . The device can be seen on a blister with blood drops.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the deep ovarian cancer resection surgery, after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.